Event description:
The customer contacted stryker to report that their device retracted when started and would not fully engage with the patient's chest and did not alarm. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's compression module to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.